Event description:
It was reported that there was non-sustained ventricular tachycardia (nsvt) with double counting of r-waves, and chronically low r-waves. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.